Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging he was unable to test because his onetouch ultra2 meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 2 weeks prior to contacting lfs in the morning. The patient reported using a combination of metformin 1000mg a day and lantus 10 units at bedtime to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications in the 2 weeks prior to contacting lfs. The patient reported about 4 days after the issue first occurred he developed symptoms of ¿sweating, thirst, urination.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient denied receiving any treatment in response to his symptoms. At the time of troubleshooting, the cca was able to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.